Event description:
It was noted there were move than five (5) screws that were broken, but the exact number is unknown. The removal procedure was successfully completed. It was noted the surgery took approximately four (4) hours with no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Partial part numbers of 02.211.0xx and 212.1xx provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown cortex screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Implant date: implanted exactly one (1) year ago; however exact date is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of unknown 3.5 mm lcp anterolateral distal tibia plate and unknown 3.5mm lcp medial distal tibia plate due to nonunion of the left distal tibia with broken screws. There were fragments generated from the broken device. The fragments were difficult to remove. One screw tip remains in the lateral distal tibia. This piece will be removed when the fusion is performed. The procedure was successfully completed with no surgical delay. Patient status is unknown. Concomitant device reported: unk - plates: 3.5 mm lcp anterolateral distal tibia plate (part # unknown, lot # unknown, quantity 1), unk - plates: 3.5mm lcp medial distal tibia plate (part # unknown, lot # unknown, quantity 1), unk - screws: cortex: trauma (part # unknown, lot # unknown, quantity unknown) unk - screws: locking: trauma (part # unknown, lot # unknown, quantity unknown). This report is for unknown quantity of unknown cortex screws. This is report 1 of 3 for complaint (B)(4).